Event description:
The report rec'd indicated that when the packaging of the opteast vera cava filter system was found ripped and not sterile. Another optease was used instead to finish the procedure.

Manufacturer narrative:
The product is not available for eval. However, a review of the device history records associated with this final lot r1107244 presented no issues during the manufacturing process, that can be related to the reported complaint. Additional info will be submitted within days upon receipt.